Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up with the home patient (hp) regarding a check lines and bags alarm, it was reported that the hp had changed out that bag only (and used the same cassette). Product surveillance advised the hp to change out all of the supplies as there is a potential for contamination when he changes out one bag only. The hp understood and would notify the nurse about only changing out the bag. The hp is continuing therapy. No patient injury or medical intervention was reported.